Manufacturer narrative:
This supplemental report is to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.  Please see updates on : g4, g7 and h10.

Manufacturer narrative:
The subject device has not yet been received for evaluation., therefore the cause of the reported event cannot be determined. We are unable to perform a device history record review as no lot number was provided. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported, during an unspecified procedure, that the plastic on the end of the blade peeled off. There was no patient harm or injury reported due to the event.